Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The shutdown was attributed to a low battery condition. Review of the device's log showed the unit prompted a low battery warning twice, followed by a shutdown warning. There is no indication that the shutdown was inappropriate. The device passed all functional testing and internal inspection. The battery used during the event was not returned for evaluation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.